Event description:
The patient felt nauseated, had a hot sensation in his stomach, and had vomiting. The patient felt sick for 3 months. Per the hcp, it was unknown if the event could be attributed to the implantable pump system. The patient outcome was reported as 'no injury'. The pump was explanted.